Event description:
It was reported that the patient experienced pain at the pump pocket. There was evidence of wound dehiscence at the pump pocket. No other symptoms were reported. There was no alleged product issue. A device system explant was performed on the date of this report. A replacement would be done at a later date. The cause of the wound dehiscence was unknown to the reporter. The patient status at the time of this report was indicated to be ¿alive-no injury¿. However, the reporter did not know how the patient was doing as of the following day, as no follow-up with the patient had been done yet. The device system was used to deliver lioresal. The final patient outcome was not reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).